Event description:
It was reported that the patient presented for an upgrade procedure. Their implantable cardioverter defibrillator (ICD) was unable to be implanted on (B)(6) 2025 because it exhibited a failure to capture, inadequate low voltage output, and exposed connectors were verified. The ICD was successfully replaced, and the patient remained stable.